Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a shock from the device and pain at the ins site. Patient called today to schedule a reprogramming said he was having pain at his battery site and that he sometimes felt like the battery was shocking him. He also stated that he feels the battery is turning up the intensity and then turning it down without him using the controller, rep asked does he feel like this was increasing with positional changes, but he said that even when he¿s just sitting still, he feels the intensity rise and lower. Rep have scheduled to see him on july 2nd to interrogate his battery. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.